Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2003v and the lens haptic tore. The surgeon removed the lens without enlarging the incision and replaced it with another lens. No pt injury. The cq cartridge-fp was not validated for use with silicone lenses therefore, this is considered as off-label use.

Manufacturer narrative:
The lens box was received with no lens inside.